Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the spinal cord stimulator (scs) was not working correctly and the battery needed to be replaced. No patient symptoms were reported. No further complications were reported/anticipated.